Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint of battery dies and loses the programming was not verified. Service performed functional and use testing. The problem source is unknown.

Event description:
Information was received that the cadd ms3 pump internal battery dies and pump needs programming. No reported adverse effects.